Manufacturer narrative:
The customer reported that the device was reprocessed prior to return to olympus. The device was returned, and the evaluation found there was a residual whitish crystalized foreign material inside the air/water tube and air/water cylinder. The nozzle was clogged with a foreign material resembling black rubber. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope nozzle was clogged with foreign material, the air/water tube had foreign material and air/water cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. The foreign material was possibly not removed since reprocessing was not conducted properly due to leakage at switch 1, suction cylinder and biopsy channel. The event can be detected and prevented by following the instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.